Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a hip revision due to recurring dislocation and high ion levels. Femoral stem had trunion metallosis. Update 11/march/2019: rep reported that there was some black fluid in the patient. A 36 +10 lfit v40 head and 36e neutral liner (implanted (B)(6) 2010) were revised. The accolade tmzf stem (implanted (B)(6) 2009) was not revised. Rep reported that no further information is available.